Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, amiens-picardie university hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of : richez.ophelie@chu-amiens.fr]. It was reported that on (B)(6) 2012, a 23mm trifecta valve was successfully implanted to replace a degenerated prothesis. In (B)(6) 2013, aortic insufficiency was observed at grades two and three, and two jets were seen. The patient presented with dsypnea on exertion. In (B)(6) 2013, the valve was not stenosing, and two jets were observed, an anterior paraprosthetic and an intraprosthetic. The patient's dsypnea increased to new york heart association stage 2. In (B)(6) 2014, the valve was still non-stenosing and the aortic insufficiency was of average severity at grade two. On (B)(6) 2017, the maximum velocity was measured at 2.4m/s and the pressure gradient was measured at 13mmhg. In (B)(6) 2019, the valve was still non-stenosing but the aortic insufficiency had increased to grade four, paraprosthetic. It was observed via echocardiography that the left ventricle was moderately dilated at 70-71mm end-diastole, 45-46mm end-systole, with normal ejection fraction estimated at 63%. The trifecta valve was non-stenosing with a maximum speed at 3-3.1m/sec and a mean gradient at 20-23 mmhg. In (B)(6) 2021, the valve was still non-stenosing. The aortic insufficiency grade was still measured at grade four, paraprosthetic. 40mg of furosemide was administered to treat aortic insufficiency. No replacement was implanted. In (B)(6) 2022, the patient was reported as stable with a grade 4 severe aortic paraprosthetic leak.

Manufacturer narrative:
As reported in a research article, regurgitation was noted one year after the valve was implanted, which progressed to a grade 4 insufficiency 10 years after implant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications a more comprehensive assessment, including pathological examination of the valve tissue, could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.